Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they were having trouble urinating. Patient stated the goal of implanting the device was to not have to go to the bathroom as often, but now it was the opposite. They had an urgency to go, but when they tried, they stood for a long time trying to urinate and eventually it came out but it took a while. The patient was wondering if they needed to change their stimulation settings, so agent reviewed stimulation expectations and redirected patient their hcp. The patient stated they had a pretty large kidney stone that had to be broken up recently and their symptoms seem to have be worse since then. Patient stated the stone was really large so they had to put a stent in to help it pass. Patient noted they had turned the device off once or twice to have an MRI, but never set it back at the correct setting and suspected that could be a cause of their symptoms. Patient inquired if they were supposed to feel the stimulation all the time, and if that would make any difference, so agent reviewed expectations. Their hcp called back on 2024-may-30. The pt was with the hcp not with the managing doctor's office. The pt claimed they had remained on the same program since having the system placed (program 7). The hcp stated that they believed the pt was achieving the targeted 50% reduction in symptoms but pt had some 'urinary hesitancy' where when pt felt like they could 'finally go' they perceived that they were not emptying his bladder. Agent reviewed what patient services can do over the phone (adjust stimulation, change programs) and agent reviewed in detail what programs are and why there is value in tracking symptoms if/when a pt changes their programs. The pt did note that they believed they were told not to change programs by their managing doc's office (managing doc noted in this record) and agent noted that the pt can follow up with doctor if they feel compelled to get the 'ok' from the doc's office to change programs. Agent reviewed adjusting stimulation where it is perceived and comfortable in the bicycle seat area. Lastly, the pt noted that they had their recharger replaced twice and it was possible that during the replacement processes of those rechargers that their ins depleted--agent reviewed that a depleted ins is not cause for concern so long as they replaced the recharger and had the situation addressed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were told they could turn the therapy back on but they'd forgotten how as they'd had their implant off for "probably 6 months" so they called for assistance. Patient mentioned that the surgery they had to implant this implanted system hadn't been super successful for their symptom relief while patient services was walking the patient through connecting to their settings. Patient connected to their settings and received a "power onreset detected" message so they dismissed that. Patient confirmed they had charged their ins up just enough to be able to turn the therapy back on but noted they would charge later tonight because it took a long time to charge. Patient stated they would do it laying down in bed later. Patient also got a message that the ins battery was low. Patient dismissed that message as well and saw MRI mode was active. Patient services walked the patient through deactivating MRI mode but patient selected "no" they did not want to turn therapy back on so they could slowly increase the stimulation up to a comfortable level where they could feel the stimulation in their bike seat. Patient increased to .1 ma and mentioned seeing a "wifi calling" message from the samsung handset which they said they didn't know what to do with and then they were able to get back to the application and continue increasing the stimulation to a comfortable level. Patient to monitor their symptoms now that the therapy was back on and continue following up with their doctor.